Event description:
Per the clinic, the device was explanted on (B)(6) 2019, for unspecific medical reasons. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 05, 2022.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2022-03817. This report is submitted on june 28, 2023.